Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the steerable guide catheter (sgc), the device lost column. This occurred multiple times; therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported leak/splash in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.